Manufacturer narrative:
Pending investigation d10: 6384622 300-62-01 - stemless humeral comp integrip, cage, size 1; 6428952 310-62-44 - stemless humeral head 44mm x 14mm x beta.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2022 and began having pain in (B)(6) 2022; no injury. The patient was revised (B)(6) 2023. The case report form indicates that this event is definitely not related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The pain reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.